Event description:
Through the discovery process we have confirmed this product was not manufactured by ethicon endo-surgery, inc. At this time, it is believed the product was manufactured by ethicon, inc. And they have submitted a medwatch to FDA regarding this event.

Manufacturer narrative:
(B)(4): additional information received - device is not an ethicon endo-surgery, inc. Product.

Event description:
It was reported by receipt of litigation that during a tonsillectomy in (B)(6) 1998, the patient "incurred burns to her mouth, tongue and throat and incurred pain and illness and was readmitted and discharged." The pleading indicates that a "bipolar laser scissors" was utilized during this procedure. No further information is reported at this time.

Manufacturer narrative:
(B)(4). (B)(6) 1998. Additional follow-up indicated that there is no record of selling this hospital the ees - harmonic equipment until (B)(6) 1998 and the event occurred (B)(6) 1998. The device described in the litigation is a "bipolar laser scissors". The harmonic equipment is not bipolar nor laser.